Event description:
During a training session an attempt was made to charge the defibrillator. The device allegedly made a loud "pop" sound and failed to charge. Subsequently, the service indicator was observed to be illuminated.